Event description:
The customer reported that the display on the mts 24 place centrifuge speed was reading 927 rpm. Specification for the centrifuge is 895 +/- 25 rpm. The user observed the issue, aborted all tests and retested the samples, preventing erroneous results from being reported. Incorrect centrifugation speed during testing, if undetected, may lead erroneous test results.

Manufacturer narrative:
Investigation into this event did not identify the root cause of the malfunction. However, replacement of the centrifuge belt has returned the instrument to its expected operation. Product labeling advises the customer to monitor the centrifuge for the entire ten-minute centrifugation period. The user is instructed to centrifuge the prepared gel cards in the mts centrifuge at the preset conditions installed by the MFR.